Event description:
It was reported that removal difficulty occurred. A carotid wallstent was advanced for treatment. The stent was placed; however, it was difficult to retract the delivery system. The physician tried several ways to retract the wire gently and eventually was able to remove it. The procedure was completed, and there were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty occurred. A carotid wallstent was advanced for treatment. The stent was placed; however, it was difficult to retract the delivery system. The physician tried several ways to retract the wire gently and eventually was able to remove it. The procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
Device analysis by manufacturer: a carotid device was received for analysis. This device is recommended for use with a 0.014-inch (0.36mm) guidewire as per the instructions for use (IFU). The device was returned unsheathed and with no guidewire inserted in the device. The investigator was unable to advance a bsc 0.014-inch (0.36mm) guidewire through this device due to solidified blood. The investigator attempted to sheath the device but was unable. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood. The device was removed, and the investigator was still unable to sheath the device and was still unable to advance a guidewire through the device. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. There were no issues noted with the stent cups or stent holders. This concludes the product analysis.

Manufacturer narrative:
E1: initial reporter phone added. Device analysis by manufacturer: a carotid device was received for analysis. This device is recommended for use with a 0.014-inch (0.36mm) guidewire as per the instructions for use (IFU). The device was returned unsheathed and with no guidewire inserted in the device. The investigator was unable to advance a bsc 0.014-inch (0.36mm) guidewire through this device due to solidified blood. The investigator attempted to sheath the device but was unable. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood. The device was removed, and the investigator was still unable to sheath the device and was still unable to advance a guidewire through the device. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. There were no issues noted with the stent cups or stent holders. This concludes the product analysis.

Event description:
It was reported that removal difficulty occurred. A carotid wallstent was advanced for treatment. The stent was placed; however, it was difficult to retract the delivery system. The physician tried several ways to retract the wire gently and eventually was able to remove it. The procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
H9: corrected fa #.

Event description:
It was reported that removal difficulty occurred. A carotid wallstent was advanced for treatment. The stent was placed; however, it was difficult to retract the delivery system. The physician tried several ways to retract the wire gently and eventually was able to remove it. The procedure was completed, and there were no patient complications as a result of this event.